Manufacturer narrative:
(B)(6). The reported events capsular contracture, silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, silicone migration.

Event description:
Physician reported left side rupture, capsular contracture baker grade IV, "difficulty with breast shape", "pain", "nipple sensitivity", "leaking silicone". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, d1, d4, d6a, h4, h6.

Event description:
Physician reported left side rupture, capsular contracture baker grade IV, "difficulty with breast shape", "pain", "nipple sensitivity", "leaking silicone". Device has been explanted.